Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal baclofen via an implantable pump. It was reported that the patient had no symptoms. When they went in to do the normal elective replacement indicator (eri) pump replacement, the physician noted a small hole in the catheter about 5 cm just above where the pump segment attached to the spinal segment. There were no known factors that could have led to this. Troubleshooting/diagnostics performed included the physician cutting the damaged part of the catheter off and attaching a new pump segment to the piece of the spinal segment that was remaining. Actions/interventions taken included the damaged part of the catheter was removed and replaced with a new pump segment. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 08-aug-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.